Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explantation surgery due to urethral erosion. The patient initially presented with scrotal swelling. Cystoscopy was subsequently performed and revealed the stated erosion. The aus was explanted as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event: updated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explantation surgery due to urethral erosion. The patient initially presented with scrotal swelling. Cystoscopy was subsequently performed and revealed the stated erosion. The aus was explanted as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient was not implanted with a replacement device during the procedure. The patient was being given time to heal before a reimplantation.